Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, system error 345 was not reproduced . A review of the event history log revealed system error 345 messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The device functioned as intended, however, the upstream sensor will be replaced.. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.